Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the spatula. No damage found on conductor wire. The instrument failed the electrical continuity test. Initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. Thermal damage was observed on the distal yaw pulley, near the crimp location. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the permanent cautery spatula (pcs) instrument would not coagulate. The procedure was completed with no reported injury.